Event description:
It was reported that a marker was implanter after screw hall creation. Attempted to remove the marker, broken about 2cm on the tip of marker and the part of breakage was remain in vertebral body. Removed the broken part by hook and mosquito under anglo.

Manufacturer narrative:
Visual inspection, device history review, complaint history review, risk assessment. No issue was found during manufacturing record review. Due to multifactorial nature of the event a definite root cause could not be determined conclusively.

Event description:
It was reported that a marker was implanter after screw hall creation. Attempted to remove the marker, broken about 2cm on the tip of marker and the part of breakage was remain in vertebral body. Removed the broken part by hook and mosquito under anglo.